Manufacturer narrative:
The actual device was tested by the service provider on 04/18/2019. Constant air in line alarm was observed during the testing. The reported issue was confirmed. The air in line sensor was replaced. The device was repaired and tested to all specifications.

Event description:
On 11/23/2020, a distributor of zyno medical reported a complaint. A technician found pump (B)(4) had air in line issues during a field preventative maintenance on 04/01/2020. There was no patient involvement. No medication was being infused. The device operator was the technician.